Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was deployed at 18 atmospheres above the rated burst pressure, it should be noted that the xience v IFU states: do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred after the index procedure.

Event description:
It was reported that on (B)(6) 2007, the proximal left anterior descending (lad) artery was stented with a 3.0 x 18 xience v at 18 atmospheres. On (B)(6) 2011 the patient was admitted with severe chest pain. The angiogram revealed that the stented proximal lad had in-stent restenosis. Since the patient was identified with triple vessel disease the decision was made to perform coronary artery bypass surgery. No additional information was provided.